Event description:
About six weeks post-implant, an unknown type of infection occurred at the pump pocket. The physician subsequently explanted the pump and catheter due to the infection. It was indicated that the infection resolved the patient recovered without injury. The new pump and catheter were implanted with a new location being used for the pump pocket. The device system had been used to deliver hydromorphone.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter (B)(4).

Event description:
Additional information received indicated that perioperative antibiotics were administered. The patient did not have meningitis. The patient¿s last refill occurred on (B)(6) 2014. The treatment instituted for the infection included total device system explant. It was noted that the infection resolved. A new pump was implanted on (B)(6) 2014 and at the time of report there were no sign of infection.